Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.114.001, synthes lot: h546946, supplier lot: n/a, release to warehouse date: july 13, 2018, expiration date: n/a, supplier: avalign technologies-nemcomed. No nonconformance reports (ncrs) were generated. During production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lcp drill sleeve 1.5 f/drill bit ø1.1 has no visual defects. The threads of the drill sleeve don¿t have any issue. The dimensional inspection was performed for the lcp drill sleeve 1.5 f/drill bit ø1.1. The functional test cannot be performed as the device was received by itself. The alleged unable to assemble condition cannot be confirmed since no issues were found with the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for lcp drill sleeve 1.5 f/drill bit ø1.1. While no definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: 1.1mm drill guide 1.5 mm lcp modular mini frag. Dimensional inspection: checked outer diameter of the drill sleeve with caliper per drawing 1.1mm drill guide 1.5 mm lcp modular mini frag, measured: pass. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, it was difficult to connect the threaded drill guide in question to the plate when it was used only a few times after purchase. It was so difficult to connect the threaded drill guide to the plate. The surgery was completed within 30 minutes delay. No further information is available. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This report is 2 of 2 for (B)(4).